Event description:
It was reported that during a lap sigmoidectomy, the staples did not come out as intended at the firing of functional end to end anastomosis. It was unknown on which firing the event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information received: on which firing did the event occur? --- no information. Did the device deploy staples? --- no information. If the device stapled was the staple line complete? --- no information. If the device stapled what was the appearance of the deployed staples? --- no information. Did the device cut? --- no information. If the device cut was the cut line complete? --- no information. Voc and MDR stand.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the sr75 reload was received in good visual condition. The cartridge reload had the swing tab in the locked position, and the proximal two drivers up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into a test device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch record was reviewed and no anomalies were noted during the manufacturing process.